Manufacturer narrative:
Device return anticipated but has not been returned. Concomitants: 170-36-03, 4901224 - biolox delta femoral head 36mm od, +3.5mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 47 yo male patient, who had initial left hip replacement on (B)(6) 2017, presented with hip pain and underwent a revision surgery approximately 4 years 10 months post the initial implant procedure. The surgeon revised the liner and head. He indicated that there was little to no osteolysis present. The surgeon replaced the gxl liner with a 10 degree face changing group 2, 36mm liner and a biolox option adapter +3.5 mm, with a biolox 36mm head. The patient was last known to be in stable condition following the event. The devices are available for return.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-2112 thru 2133-2021.

Manufacturer narrative:
H7: z-1732-2022.

Event description:
Additional information - revision postoperative diagnosis: failed polyethylene findings: polyethylene liner was found to have a mild to moderate amount of polyethylene wear in the superior dome of the polyethylene liner. X-rays showed visible polyethylene wear on the weightbearing. Small amount of osteolysis seen at the screw holes. The patient was awakened and transferred to recovery in stable condition. No complications during the procedure.

Manufacturer narrative:
As a result of additional information, fields b5 and h6 have been updated. H3: investigation results - based on the available information, the revision involved may have been the result of a combination of the risk factors including but not limited to use error, implant positioning, patient factors, and combination of largest available femoral head and/or thinnest available acetabular liner. The reported polyethylene wear and osteolysis cannot be confirmed from the provided photos and radiographs, and the devices were not returned for evaluation.